Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose at the level of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms such as nausea, vomiting, diarrhea. Customer's blood glucose was 102 mg/dl at the time of call. The customer stated that auto mode was not in use. Troubleshooting was completed. Device is not expected to be returned for analysis.